Event description:
After 1 1/2 years of successful cochlear implant use, the pt reportedly experienced a decrease in auditory performance. All of her external equipment was replaced and the device was reprogrammed. However, the problem was not resolved. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is being discussed.